Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A clinical review states the physician referenced in the abstract provided an analysis of all of the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4). Literature article: terra, b. B., ejnisman, b., belangero, p. S., figueiredo, e., de nadai, a., ton, a., & cohen, m. (2019). Arthroscopic treatment of first-time shoulder dislocations in younger athletes. Orthopaedic journal of sports medicine, 7(5), 2325967119844352. Doi: 10.1177/2325967119844352.

Event description:
It was reported that on literature review "arthroscopic treatment of first-time shoulder dislocations in younger athletes", one patient had a recurrence dislocation after a arthroscopic procedure using an osteoraptor anchor. Patient refused further surgeries and the outcome is unknown. No further information is available.